Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any further information is provided, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement, high pacing thresholds and failure to capture. The procedure was prolonged. Status messages were observed before the lead replacements; one for out of range lead measurements, and one for low battery estimate remaining due to high outputs. Sales representative stated battery status changed to a higher battery estimate remaining after programming lower outputs. Sales representative stated outputs were high for near a month after left ventricular (lv) lead implant. Repositioned the ra and the right ventricular (rv) leads. Programmed left ventricular (lv) lead off, and minimized outputs in lv, rv only. It is planned to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and functional tests. Lead was determined to have met specifications. The (high capture threshold and failure to capture) allegations were not confirmed, based on normal lead resistance measurements, passing hipot test and a inspection that showed no conductor fractures.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement, high pacing thresholds and failure to capture. The procedure was prolonged. Status messages were observed before the lead replacements; one for out of range lead measurements, and one for low battery estimate remaining due to high outputs. Sales representative stated battery status changed to a higher battery estimate remaining after programming lower outputs. Sales representative stated outputs were high for near a month after left ventricular (lv) lead implant. Repositioned the ra and the right ventricular (rv) leads. Programmed left ventricular (lv) lead off, and minimized outputs in lv, rv only. It is planned to monitor the patient. No additional adverse patient effects were reported.